Event description:
A clinical investigator for mentor, implanted a silicon implant with out a mastopexy on a first time implant patient. This caused disfigurement of breasts. It was also implanted incorrectly causing adhesion of implant to muscle. Patient consented to implant with mastopexy, but doctor did not perform it. Improperly enrolled in mentor adjunct study.